Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having 2 different type of cancers in left shoulder and right ear. The patient also alleged heart problems and increase in gout pains. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam allegedly became degraded and cause the patient 2 different type of cancers in left shoulder and right ear. The patient also alleged heart problems and increase in gout pains. In previous report in section h6 health effect - impact code was incorrectly mentioned as 2199, which should be 4614.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience 2 different type of cancers in left shoulder and right ear, heart problems and increase in gout pains. There was no medical intervention required by the patient.the reported event of  2 different type of cancers in left shoulder and right ear, heart problems and increase in gout pains and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shaving 2 different type of cancers in left shoulder and right ear. The patient also alleged heart problems and increase in gout pains. Additional information was received allegations of high blood pressure, diabetes, heart arrhythmias, melanoma squamous cell.